Event description:
It was reported that during a laparoscopic hernia procedure, clips were not coming together and were not staying on the tissue. The clips were removed with a laparoscopic instrument. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Advancer. The analysis results found that one device was noted to have the tip of the advancer bent; no functional test could be performed due to the condition of the returned device. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, no anomalies were noted in the internal components. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.